Event description:
A physician noticed that the settings of a patient's generator had been reset upon interrogation of the generator with an m3000 programming tablet. The physician was able to verify the unintended settings change by interrogating the device with a m250 programmer and observing the same reset settings. The physician then used the m250 tablet to restore the patient's settings. Photographs of the physician's m3000 and m250 programming tablets were provided and confirmed the physician's report. Diagnostics for the generator were within the normal limits. The physician reported that he did not observe an error message upon interrogation of the generator with either programming tablet. The patient's settings had been adjusted 4 months earlier with the m250 tablet, so the physician was unsure if the reset settings were caused by the m3000 tablet. No additional relevant information has been received to date.

Event description:
It was determined that the unintended change in settings appeared to be related to a software calculation that inadvertently caused what appeared to the physician as a brief change in settings due to a software upgrade for the m3000 tablet. The change in settings did not result in a loss of therapy or any harm to the patient, and there was no device failure associated with the generator for this event.

Event description:
The physician reported that he did not perform a reset of the patient's generator. Programming history was reviewed for the patient's device, and the unintended settings change in settings was confirmed in the programming data.